Manufacturer narrative:
Initial reporter postal code of the initial medwatch report should indicate: (B)(6)..

Event description:
The customer contacted physio-control to report that their device would not detect its defibrillation electrodes. The device kept prompting connect electrodes. When the users attempted to use a different set of electrodes, the issue remained the same. In this state, defibrillation therapy could not be provided, if it were necessary. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect its defibrillation electrodes. The device kept prompting connect electrodes. When the users attempted to use a different set of electrodes, the issue remained the same. In this state, defibrillation therapy could not be provided, if it were necessary. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
(B)(4). Event, executive summary of the initial medwatch report indicates there were no reports of patient use associated with the reported event. Event, executive summary of the initial medwatch report should indicate there were no reports of adverse effects to the patient as a result of the reported event. Patient code grid of the initial medwatch report indicates no patient involved section h6, patient code grid of the initial medwatch report should indicate no known impact or consequence to patient.

Event description:
The customer contacted physio-control to report that their device would not detect its defibrillation electrodes. The device kept prompting connect electrodes. When the users attempted to use a different set of electrodes, the issue remained the same. In this state, defibrillation therapy could not be provided, if it were necessary. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect its defibrillation electrodes. The device kept prompting connect electrodes. When the users attempted to use a different set of electrodes, the issue remained the same. In this state, defibrillation therapy could not be provided, if it were necessary. There were no reports of patient use associated with the reported event.